Manufacturer narrative:
It was reported that the clamp caused a laceration that required pressure, surgicel and a suture to stop the bleeding. It was reported that this caused a "suboptimal circumcision". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Clamp caused laceration.